Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, the smart device displayed an error message for low transmitter battery. No additional patient or event information is available. The transmitter has been received for evaluation. An external visual inspection was performed and the transmitter passed. A voltage test was performed and the transmitter failed as it had no voltage. Share log data was available for review and a low transmitter battery was displayed within the investigation window. During the log review transmitter error alert was observed. The complaint was confirmed because we can see a transmitter error alert in the cloud data. The root cause was a low transmitter battery voltage.